Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This medwatch report is in response to receipt of user facility medwatch report # 2900120000-2016-8005.

Event description:
It was reported that the patient underwent a bedside tracheotomy procedure on (B)(6)2016 and the suture was used. During the procedure, the needle broke off in subcutaneous portion of patient¿s neck. The needle was left in a body, and unable to be retrieved from the patient. The surgeon chose to leave broken needle in place due to thickness of patient¿s neck and current bleeding issue. The foreign body remains in a soft tissue. No further information is available.

Manufacturer narrative:
Additional information was requested and the following was obtained: what was the indication for the index surgical procedure? Tracheotomy what structure was being sutured when the needle broke? Tip was noticed broken during suturing. Were x-rays performed to localize the needle fragment? X-ray¿s obtained to locate needle tip. What specific structure/ location of the needle piece(s) retained in? Needle tip located in soft tissue area butin ¿ unobtainable location. Does the surgeon plan to remove the retained needle piece? Surgeon chose to leave broken needle in place due to thickness of patient¿s neck. What are the patient consequences due to the retained needle? Remains in soft tissue of the neck, causing no harm to patient. Do you have the other half of the needle for return and evaluation? No what is physicians opinion as to the etiology of or contributing factors to this event? It would require a significant amount of dissection. Decision was made to leave needle in place. What is the patient current status? Tracheotomy completed with no further complications.